Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's sensor board was replaced to address the issue. The sensor board was returned to the manufacturer's product investigation laboratory for further investigation. During the investigation the root cause of the sensor board failure was due to the mt2 sensor being out of tolerance.